Event description:
It was reported that the stent broke on the distal kidney side while being placed in the patient. Strong resistance was felt while delivering the stent over the guidewire. There was no impact to the patient.

Manufacturer narrative:
Sample forthcoming. Investigation in progress.